Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after performing troubleshooting for high blood glucose, the display on the insulin pump became solid white and the customer alleged that the insulin pump was under delivering . The customer's blood glucose level was 247 mg/dl at the time of the incident and was treated with manual injection. The customer reported that the insulin pump was not worn during a medical procedure/test around an MRI. The insulin pump passed the displacement test. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The customer stated that they had series of high blood glucose because they felt that the insulin pump was under delivering insulin. The customer stated that the insulin pump makes a noise, example when delivering bolus; the pump also timed out after a couple of seconds even the display setting 3 mins for backlight. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they have a back-up plan available. The device will not be returned for analysis.